Manufacturer narrative:
(B)(4).

Event description:
It was reported that via a remote transmission, the device was found to be in back up vvi mode. The patient was brought into the clinic for further troubleshooting and device download was performed successfully. Patient was asymptomatic and is doing fine.